Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The supplier DHR for the pectus bar was not requested. The parts passed all inspection criteria and sub-criteria. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00460, 0001032347-2020-00462. Concomitant medical products: pectus system smooth pectus bar 25.4cm (10in)(l), part# 01-3710-p, lot# 787280; pectus system smooth pectus bar 25.4cm (10in)(l), part# 01-3710-p, lot# j3839223; pectus system smooth pectus bar 27.9cm (11in)(l), part# 01-3711-p, lot# j3805905. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient underwent a revision to adjust the position of pectus support bars one (1) month following implantation due to device migration. No additional patient consequences have been reported.